Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor code was not accepted. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined via data. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the sensor code was not accepted is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.